Event description:
Philips received a complaint by the customer on the v60 indicating that while the patient was using the ventilator to assist with breathing, the touchscreen suddenly failed, and parameters could not be adjusted. The issue was not resolved after a forced restart. The device was in use on a patient at the time the reported issue was discovered. The customer noted that this failure may cause difficulty in breathing and serious injury to the patient. The complaint contained the customer's concern of potential injury occurring but does not clearly nor explicitly state the occurrence of an injury. Further information will be requested regarding this case.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6)

Manufacturer narrative:
Per good faith effort (gfe) response, no repairs were completed by a philips service engineer as the customer declined service and repair and chose a third-party vendor. Therefore, a work order was not generated, and it is unknown what the outcome of the service event was. No further information regarding the reported issue and resolution could be obtained. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.